Manufacturer narrative:
Device evaluation indicated that the lead's distal electrodes #7l, #4r, #5r, #7r and #8r were completely dislodged from the paddle silicone, and not returned. Visual inspection also revealed distal electrode #3r was partially dislodged from the paddle silicone, but still attached to its respective cable.

Event description:
A report was received that during a revision, several contacts were found completely separated from the paddle lead and the lead was replaced. The physician suspected it was the result of the patient¿s non-compliance with activity restrictions. The bsn representative believed only 15 contacts were found but the physician determined after various x-rays that the 16th contact was no longer in the patient.

Event description:
A report was received that during a revision, several contacts were found completely separated from the paddle lead and the lead was replaced. The physician suspected it was the result of the patient¿s non-compliance with activity restrictions. The bsn representative believed only 15 contacts were found but the physician determined after various x-rays that the 16th contact was no longer in the patient.

Manufacturer narrative:
.